Event description:
This was a spontaneous report from a registered nurse (age and sex unspecified) reporting on herself. The patient used bengay moist heat therapy pads (no active ingredient) (dose, frequency, dates of use, and indication unspecified). On an unspecified date, upon removing the pad, the patient noticed a tender area which had a quarter sized red burn with a center wound where the skin was burned off and oozing. The patient identified this as a third degree burn. As of 2009, both product use and the outcome of the events were unknown. This case is serious (medically significant, required intervention).

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.